Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
It was reported that outside of surgery the motor had no power,and was noted to not have enough power. No harm or delay were reported as there was no patient involvement. Diligence is completed and no further information is available. No adverse event was reported as it relates to this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined there was no power to the motor as the power switch was damaged and had become unsoldered. The tech replaced the switch to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.